Event description:
It was reported that during l3/4 prone lateral w/ atec & removing hardware at l4/5 procedure the cage went in before removing screws & using e3d for auto registration workflow. When verifying instruments & plugging in camera, a message of slow camera tracking popped up, but it went away on its own. Proceeded to tighten camera around since many joints were loose. Two 3/4" drapes and sterile ace for the spin were used. The surgeon insisted on using the z-drape. Using chicken foot to verify landmarks after draping arm and verifying the end effector he felt accuracy was off.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.